Event description:
The sling was attached to the overhead ceiling lift in preparation for patient transfer to the chair when the staff noticed multiple rips in the sling. This was identified as having occurred on two other patients. Two of the slings were disposed of. The third was sequestered. Upon inspection, the blue netting was separating around the perimeter of the sling, close to the yellow binding. There was no evidence of the material having been cut. The manufacturer's rep was notified. There was no patient harm with any of the incidents. Manufacturer response for ceiling lift sling, ceiling lift (per site reporter). The manufacturer has notified their quality group in (B)(6). They are also working with us to replace the slings in question.

Event description:
The sling was attached to the overhead ceiling lift in preparation for patient transfer to the chair when the staff noticed multiple rips in the sling. This was identified as having occurred on two other patients. Two of the slings were disposed of. The third was sequestered. Upon inspection, the blue netting was separating around the perimeter of the sling, close to the yellow binding. There was no evidence of the material having been cut. The manufacturer's rep was notified. There was no patient harm with any of the incidents. Manufacturer response for ceiling lift sling, ceiling lift (per site reporter). The manufacturer has notified their quality group in (B)(6). They are also working with us to replace the slings in question.